Event description:
It was reported that customer¿s insulin pump experienced malfunction code 16-0x20e6, which could not be reset and had no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer was informed that pump needed replacement, continued insulin therapy using replacement pump, and arrangements were made by distributor to provide replacement pump and confirm shipping details, while return of malfunctioning pump was not specified.